Event description:
The customer reported (B)(6) alinity s syphilis results on two patient/donor samples. (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Manufacturer narrative:
Supplemental MFR report # 1628664-2021-00008-01 should have had an aware date of 28jun2021 as that was when the error of the due date for the initial was identified.

Manufacturer narrative:
Correction to general information the initial MDR due date from (B)(6) 2021 to the correct date (B)(6) 2021.

Manufacturer narrative:
An abbott ambassador performed troubleshooting on the affected instrument (as1245) for decreased, depressed results. After troubleshooting, the ambassador ran precision tests which all passed. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Although a specific reason for the depressed results could not be identified, the troubleshooting performed by the abbott ambassadors demonstrated that as1245 is functioning as expected and precision testing post troubleshooting passed without any indication of a problem with the system. Based on the available information, no product deficiency was identified.